Event description:
It was reported by the customer that the device didn't work. Another like device was used to perform the procedure. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.